Event description:
The customer reported that alarms were not being audibly output by the speakers. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.